Event description:
Insufficient instructions for use (ifus). Health care professionals are not able to appropriately clean/decontaminate kerr dental burs due to there being contradicting instructions, as well as insufficient instructions in their ifus. The ifus are available with the products and through the company, but the term "bur" with "kerr" "corporation" only provides results for "drills' int eh national library of medicine gudid.